Manufacturer narrative:
System checkout not completed at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a catheter placement procedure. It was reported that the site was inaccurate in a case. They registered and when they began navigating they were off medial anterior to where the system was showing. They were able to correct for the inaccuracy and place the catheter successfully with no impact to the patient. The surgeon believes the nipt was moved when the patient was draped. There was a reported delay of less than one hour due to this issue.